Manufacturer narrative:
The manufacturer previously reported receiving information alleging a malfunction of a ventilator's touchscreen. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's display board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a malfunction of a ventilator's touchscreen. The ventilator was returned ot the manufacturer for evaluation and the customer's complaint was confirmed. The device's display board was repalced to address the issue. The display was also replaced to address the issue. Coding for the board was inadvertenly omitted on the previous submitted report.

Event description:
The manufacturer received information alleging a malfunction of a ventilator's touchscreen. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.